Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a representative (rep) regarding the patient. It was reported that the issues had resolved. No further complications were reported.

Manufacturer narrative:
Continuation of medical devices: product ID 977a260, product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 977a260. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) and from a patient with an implantable neurostimulator (ins) for spinal pain. The rep got a text from the patient on (B)(6) 2018 that the spinal cord stimulator (scs) is causing the patient to have an urgency to urinate. The rep had the patient turn the therapy off and it appears that the urgency was not there when the scs was off. The rep said that the scs was off for 6 hours. The rep met the patient for programming on (B)(6) 2018 and saw on the x-ray from (B)(6) 2018 that one of the leads dropped from the top of t9 to the bottom of t9. The other lead is staggered at t7. Although the lead dropped, the rep was able to program the patient for therapeutic benefit. It was unknown when the event began. The patient and rep were redirected to follow up with the healthcare professional (hcp). No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a representative (rep) regarding the patient. It was reported that the patient did not want to disclose to a doctor and they wanted to leave the stimulation off for a few extra days to see how it helped. No further complications were reported.